Manufacturer narrative:
Concomitant medical products: product ID: dtbb1q1 crt-d implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead capture could not be confirmed on a current electrogram. The lv lead remains in use. No patient complications have been reported as a result of this event.